Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Initial reporter not known at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not known at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the pentero would not communicate with navigation system. System was being used to navigate so the site could not reboot the system. The site disconnected and reconnected then returned to equipment task in software. There was no option to add the pentero tool card. The computer was recently replaced, so it was suspected that the scope calibration file was not transferred over. There was no impact on patient outcome. Additional information was received stating that when the manufacturer representative was performing the scope calibration, they were having issues with losing scope communication.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, serial/lot #: unknown h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: 10, 213, 4315. No parts have been returned to the manufacturer for analysis. Fdm 4114 and fdr 3221 pertain to the cmptr 9735225r rollingstone s7 refurb. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.